Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found.

Event description:
Pt with prosthetic femur stem from knee proximally, was implanted with a 4.5mm curved broad lcp plate, 13 hole on (B)(6) 2011. Reportedly, pt was non-compliant with weight bearing orders. Pt fell out of bed and plate broke at the most proximal end of the prosthesis (center of the plate). X-rays taken on (B)(6) 2011. Plate and screws were removed on (B)(6) 2011 and pt was revised to same type of plate with an add'l 45mm broad plate. Hardware was discarded by the hospital.